Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported display issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log to be error code 101. The fse turned the unit on and off several and went through a full calibration, then downloaded the software onto the unit again and tested the unit. The iabp was able to pass all tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
The customer has reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a display issue. No adverse event was reported.